Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was previously removed due to unspecified reason. The patient was further reimplanted with a new aus system. No information about the patient's outcome was provided. Additional information received. The previous aus was removed due to infection.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was previously removed due to infection. The patient was further reimplanted with a new aus system. No information about the patient's outcome was provided.

Manufacturer narrative:
E1: initial reporter facility name included. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.